Event description:
The manufacturer received information alleging a fan alarm occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During evaluation and review of the device error logs, it was identified that a flow drift error was recorded. The device's machine flow was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.